Event description:
It was initially reported that a vns patient had experienced generalized muscle weakness. It was reported that the patient had a history of muscle weakness to both arms and legs prior to implantation of the vns device. The physician then reported that the patient had been diagnosed with polymyocytis, and physicians had not determined the cause of the condition. It was reported that vns had not been ruled out as a cause for the event, and the generator was set to 0ma. It was also reported that after the generator had been set to 0ma the patient's condition initially seemed to improve, but that the muscle weakness has continued. The physician reported that the onset did not occur around any vns settings changes and device diagnostic tests were within normal limits prior to the generator being set to 0ma.

Event description:
Additional information was received from the patient who stated that he had breathing issues at night related to his sleep apnea. He stated that he was receiving efficacy from the vns device however due to the breathing issues the vns was programmed off.